Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported.

Event description:
It was reported the patients leads displayed high impedance and the ipg had reached end of life. As a result, surgical intervention was undertaken wherein the system was explanted and replaced to address the issue.